Event description:
Boston scientific received information stating the lead exhibited high out of range shock impedance measurements. No other details were provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).